Event description:
I work at hospital as a CT tech. We use biopince full core biopsy instruments for many biopsies. Recently, there has been a number of what appear to be defective instruments being shipped. Today we performed two liver biopsies where after the initial core was taken, the biopsy gun failed and had to be replaced. The second biopsy required the use of three guns because the first two were defective. The guns are mfg by medical device technologies inc. The phone number for the company is 352-338-0440. The device is the 18 ga by 10 cm biopsy gun. The lot number is 71721h68. Again this is not the first time this has happened recently, and we have contacted the vendor in the past to try to rectify this without any apparent success. Dates of use: 2005 - 2007. Diagnosis: percutaneous c.t. Guided biopsies.